Manufacturer narrative:
Upon testing, the ventilator was found to be functioning normally (see copy of test report showing ventilator performance with new diaphragm fitted). The patient circuit was not returned for evaluation (only the ventilator and gas input hoses for air and oxygen). A small pin hole was found in the exhalation valve diaphragm (despite the user's observations) - see photo and attached test report showing performance with faulty diaphragm fitted. Any further deviation due to leakage from the patient circuit could not be assessed. The user is instructed in the user manual to observe the pressure indicated on the manometer and adjust the ventilator to deliver the desired pressure, rather than set a value on the peak and peep control knobs and assume that the circuit/diaphragm/exhalation valve housing/patient will not contribute loss of pressure. Any risk of overpressure is mitigated by the user settable variable relief valve. All diaphragms including single use versions, are 100% inspected, pressure tested, and stretched to look for pin holes before being installed on the ventilators during manufacturing of the ventilators. For the damage to have occurred, the diaphragm must have been removed and cleaned. See attached email.

Event description:
Customer report states: 'not maintaining low pressures (peak pressure knob inaccurate). Vent involved in clinical incident - serviced by pneupac june 2006 - diaphragm checked (all ok)'. Further information obtained - ventilator was being prepared to be used on a 10 kg. Patient, when pre use checks showed that low pressure could not be maintained, hence the ventilator was not used, an alternative ventilator was used instead. The patient was not harmed.